Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found no errors on startup and there was no evidence of physical damage to universal surgical manipulator (usm1). There were no issues when installing sterile adapters. Fse discovered that the instrument was not recognized each time when installing test scissors and forceps. There were no issues when installing the endoscope aid. Fse found that installing instruments by applying force to the top back of instrument (towards the usm rail) didn't register the instrument and would eventually give a recognition error. Pushing on the top front of the instrument would sometimes start initializing and succeed. Fse was unable to reproduce the issue when installing instruments on any of the other usms. Quickly installing instruments on usm1 would intermittently fail initialization. Fse replaced usm1 to resolve this issue of error 25750. Afterwards, instruments were correctly initializing when installing. No further issues. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 25750 points to usm1 instrument/sterile adapter presence sensing error.

Event description:
It was reported that during a da vinci-assisted other gynecology surgical procedure, there were ongoing issues on universal surgical manipulator (usm1) earlier in the procedure. Technical support engineer (tse) reviewed the error logs and identified error code 25750, indicating a usm1 instrument/sterile adapter presence sensing error. Tse advised reseating the drape and instrument, moving the instrument to another arm, and replacing the instrument if the issue continued. At the time of the call, the procedure was ongoing and no active issues were being observed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was confirmed and replicated. In system logs, the 25750 error was found indicating instrument/sterile adapter presence sensing error on the usm carriage axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where carriage switches were found to be failing on the 0x5 axis. Once testing was completed, the carriage axes controller, carriage interface (acci) was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the carriage acci was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.